Event description:
It was reported to medtronic minimed that the customer experienced pump heating up and they no longer trust the pump. The customer reported no adverse event. The event involved product(s) mmt-1711kl. Troubleshooting was performed. Pump was heating up. No harm requiring medical intervention was reported. The customer discontinued to use of the device, mmt-1711kl was returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump was received with hot/warm/overheating intermittent during power up display after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test due to the blank display. Unit was successfully downloaded using thump software. On adapt, no relevant alarms were noted. Pump was cut open to perform visual inspection found no moisture or burn damage on the electronics, battery tube, battery connector, motor, vibrator during visual inspection. Swapping out test boards confirms blank display is isolated to pcba2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection the following were noted during the physical inspection: scratched case, cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. Blank display is confirmed due to a cracked u6 chip on pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.